Event description:
It was reported that the customer had low blood glucose. The customer's blood glucose level was 2.2 mmol/l at time of incident which was treated with food. Customer's current blood glucose level was 6.3 mmol/l. Customer had been using insulin pump system with in 48 hours of high blood glucose event. The auto mode feature was not active at time of high blood glucose event. The insulin pump will not be returned for the analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.